Event description:
A malfunction was reported with the pump, which the customer stated did not result in any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software to the customer, provided additional instructions for putting the malfunctioning pump into storage mode, and advised the customer to return the faulty pump within 10 days. The customer was also informed about available training and acknowledged the instructions.